Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that she received a new insulin pump yesterday. Customer stated that she had some really high ketones last night. Customer received an alarm that said check settings. Customer's blood glucose was 474 mg/dl. Customer treated with manual injections. Customer found an air bubble that was 3 quarters of an inch. Troubleshooting was performed and the customer ran a manual prime. Customer stated that the insulin did exit the tubing. The pump also passed the high pressure test. Customer was advised that the pump was working as designed. Customer stated that she realized that her active insulin time was not calculating the way it normally would. Customer was advised to monitor the pump. Customer's last blood glucose was 104 mg/dl. Customer stated that she continues to have high blood glucose on this replacement pump. Customer's pump will be replaced. Customer stated that she has been taking manual shots.